Event description:
It was reported that the left ventricular lead dislodged causing the patient to experience diaphragmatic stimulation. The lead was successfully repositioned on (B)(6)2008.

Manufacturer narrative:
(B)(4).